Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly for additional information. Despite reasonable attempts, five (5) by phone , no additional information had been provided. A lumenis service engineer visited the site three (3) days after the reported event. Upon inspection, the engineer could not duplicate the reported "system not working and fiber not being recognized", however the engineer did discover damage on the blast shield. The engineer replaced the blast shield. After performing energy checks, testing several fibers in order to verify recognition and verifying the output was within manufacturer specifications, the system was returned to the facility safe and ready for use. The engineer found out that the physician had blown the fiber and the blast shield, but replaced only the fiber. The engineer reported, "they kept firing the laser even though they heard the noise of a blast shield that was blown and fiber damaged". The engineer discussed the issue with the physician and trained him on proper troubleshooting of this issue. A review of subject device lumenis p120 labeling ((B)(4)) revealed the following: "if you hear an abnormal popping sound while delivering the treatment beam, accompanied by a dramatic reduction in treatment effect, the debris shield and/or the optical fiber have probably failed; you should immediately stop treatment and inspect both the debris shield and the fiber." "The debris shield is a replaceable part that protects the laser system's optical components from damage by a failed delivery system. The debris shield is like a fuse: you only need to replace it if inspection reveals that it is damaged." Additionally, the subject device labeling instructs when there is no laser emission or inadequate or no aiming beam the user is instructed to replace the delivery system, and inspect & replace the debris shield if necessary. Furthermore, "spare debris shields are located in the compartment at the rear of the laser console. A notification appears in the notification bar when there is no spare in the compartment." Blast shields are user replaceable parts, which are included with the system. When a user changes a blast shield, it may enable resuming the operation. The operator manual instructs the user about the proper use of the system and components, and the system should be used by a professional user. Rather than inspect the blast shield as instructed in the um, the facility opted to cancel the procedure. Lumenis has determined this event to solely be the result of user error with no other performance issues. Although there is no evidence that a lumenis product had malfunctioned in this event, and despite the fact that this would not normally be reportable per lumenis decision tree, lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution, lumenis is reporting this event. Lumenis is closing this complaint, but will continue to monitor the issue of user error per post marketing surveillance procedure ((B)(4)).

Event description:
A user facility reported that during a procedure in which a lumenis pulse 120 was being utilized the system "was not working" and as a result the procedure was not completed". No report of patient injury was received, nor any report that the event caused or contributed to any change in the patient's condition.